Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while inserting syringe needle into the cartridge causing the syringe needle to bend. Customer changed the needle and cartridge to resolve the issue. Customer's blood glucose was 58 mg/dl.